Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, which resolved the issue, and was advised that they could continue using the pump while contacting support again if any issues recurred.